Event description:
My daughter has a mini med 780 insulin pump from medtronic. The 3ml insulin reservoirs for the pump are cracking and leaking resulting in incorrect bolus of insulin. We have contacted medtronic about the issue but they don't do anything about it and the problem persists.